Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 60 mg/dl. Customer lost their balance, fell, and fractured an ankle. Customer was hospitalized. Food was consumed and an "intravenous treatment" was administered to address bg. A cast was put on the fractured ankle. Customer was discharged on (B)(6) 2018. Contact alleged that the pump did not automatically suspend insulin when bg lowered. As contact was not with the customer at the time of the event or on the report date, contact could not provide any specific information and pump data could not be reviewed. Tandem technical support made multiple attempts to obtain additional information and request upload of pump data; however, the customer did not respond.